Manufacturer narrative:
Device history logs confirmed some fluctuations; however, the readings were within specification and all fluctuations were confirmed to be spikes that settled after. There was no visible damage when the device was received. System tests could not replicate the fault and all readings were within specification.

Event description:
User reported fluctuations in sweep compared to the setpoint that they believed to be unrelated to the supply pressures. There was no patient harm.